Manufacturer narrative:
(B)(4) undisclosed injuries. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional information. Patient code: (B)(4) - bladder stones additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and tvt was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2009 by (B)(6) due to recurrent uti and bladder stones.